Event description:
Product burned stomach and has left scars. The scars were looked at by dr. Dr was seeing pt regarding treatment for acne vulgaris. Upon physical exam during a followup visit, dr noted five hyperpigmented circular scars on abdomen. Upon questioning, pt explained that they received several deep burns from the use of an "ab energizer" they had seen advertised on television. Although dr suspects that the postinflammatory hyperpigmentation will fade in time, dr is concerned that the scarring is of a more permanent nature.